Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On 2012 (B)(6), the reporter contacted animas and reported on the night of 2012 (B)(6), the patient experienced a blood glucose (bg) value of 33mmol/dl with no symptoms. It was noted that the patient was treated via correction injection. The pump reportedly cancelled boluses and boluses were not being recorded in pump bolus history. There was no site/set issues noted. The reporter denied having issues with the keypad. The pump is reportedly being returned for troubleshooting and the patient is on a back-up plan. This complaint is being reported due to the allegation that programmed boluses were being cancelled without user intervention. Additionally, the reporter stated that the boluses were not being recorded in pump bolus history.